Event description:
It was reported by the representative that the one tlc55 was used during an unknown procedure. It was reported that the device failed to staple. It is unknown how the case was completed. There was no pt consequence.